Manufacturer narrative:
The device was not returned to mmdg for investigation. A DHR review was completed and found no non-conformances. Because the device was not returned to mmdg for evaluation, an investigation could not be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the pump did not deliver. They stated that the pump had been programmed to 10 ml/hr rate and 400 ml dose, which they expected to finish in 8 hours, but that the bag was still full. At the programmed rate provided, only 80 ml would have been expected to be delivered. Mmdg did follow up with the initial reporter who stated that they were able to supplement the patients feeding and that they hadn't experienced any adverse effects due to the complaint. (B)(4).